Event description:
Same case as MFR#: 2134265-2013-01271. It was reported that during a percutaneous angioplasty treatment procedure, a balloon rupture occurred. Lesion details are unknown. There were two equalizer balloon catheter used in this procedure. This first 27/7/2/65 equalizer balloon catheter was selected and 10 cc was injected into the device. The balloon ruptured during use. The device was removed from the patient intact. The procedure was continued with the second equalizer balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and it was noted that the catheter shaft had a kink 9 cm from the distal tip. The balloon was found to have burst/ ruptured at the mid-section. Both proximal and distal balloon bonds were examined and meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).